Event description:
Reporter alleged information on the blood glucose monitoring device's test strips vial is rubbing off. Reporter stated the mean and ranges are rubbing off the vial. Reporter indicated the test strips were expired. Reporter did not provide any additional information on the alleged incident. A request was made for the return of the suspect product and replacement product was sent.